Event description:
On 06/08/2026, a healthcare professional reported that the upper right anchor fractured in the appliance.

Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).